Event description:
This is an international report where the patient misspiked to connect the transfer set with the spike of y set by the clean flash. Then bent spike of the transfer set was found. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a possible misspike could not be confirmed because no sample was returned to baxter. The patient indicated no details behind a possible oversight during therapy. The specific transfer set product code involved is unknown. A batch review was not possible because the lot number is unknown. A root cause for this incident could not be identified due to insufficient information.